Event description:
Complainant alleged that while attempting to pace a pt (age & gender unknown) the device failed to capture the pt¿s heart rhythm. The complaint alleged they were unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the pt ue to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.